Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system's fridge produced a burning smell. The customer reported that they took the fridge out of service and did not allow the field service engineer to inspect it and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that there was no reported malfunction/defect found on the device. A field service engineer verified with the customer that the new fridge and remote manager were functional and there was no evidence of burning in the equipment. A field service engineer confirmed that there was no thermal damage on the device and no other details were released by the customer regarding the affected refrigerator. The system functioned as intended.

Manufacturer narrative:
Section e- all accurate information has been provided for the initial MFR 2016493-2024-00551 within the required fields. Correction information for the initial MFR 2016493-2024-00551 was provided in section d1 and h4. Additional manufacturer narrative information for the initial and supplemental 1 MFR 2016493-2024-00551: upon investigation of the actual device used in this incident it was determined that the fridge produced a burning smell. A field service engineer verified with the customer that the new fridge and remote manager were functional and there was no evidence of thermal damage. Customer had new fridge to put in and moved remote manager to resolve the issue. The system functioned as intended after the customer accessed the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-aug-2022 to 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis medstation es system's fridge produced a burning smell. The customer reported that they took the fridge out of service and did not allow the field service engineer to inspect it and no other information was released regarding this event. There were no adverse events or injuries reported based on this event